Manufacturer narrative:
Based upon the available information, the likely cause of the reported event was due to the hemo server not having the recommended settings to optimize clinical performance and uptime. The settings are the responsibility of each site. There was no indication that the reported event was related to product malfunction or defect.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On may 27, 2016, a customer reported to merge healthcare that the hemo monitor rebooted during an active case. With merge hemo not presenting physiological data during treatment, there is a potential for a delay in care that results in harm to the patient. However, it was indicated that the procedure was completed successfully once the system was rebooted. (B)(4).